Manufacturer narrative:
The device was manufactured between june 20, 2018 - june 21, 2018. The device was received for evaluation. Bag was sliced at the lower right side of the bag where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak from the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/removal report number: 3010291427-09/12/2018-001-r. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port area. The leak was discovered after compounding. There was no patient involvement. No additional information is available